Manufacturer narrative:
Case updated for MFR report number 0302531-2021-00281: this case had a follow up submitted on 02-nov-2021 with the absence of date received by the manufacturer since there was a bug identified in our e-submission portal. This corrected follow up submission now has the correct date. 04-oct-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer via phone stated that the oral-b brush heads no longer held. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b brush heads no longer held. No injury was reported.

Manufacturer narrative:
04-oct-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer via phone stated that the oral-b brush heads no longer held. No injury was reported.